Event description:
Caller reported an inform system 1 result of hi, which on the inform system indicates a result in excess of 600 mg/dl, and lab result of 99 mg/dl within 10 minutes. Also reported blood glucose results of 160 mg/dl, 466 mg/dl, 118 mg/dl, and 103 mg/dl within 14 minutes on the inform system. Reported no adverse event relative to discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of the strips, replacement sent.